Event description:
The affiliate reported that the customer had a suspected positive cyclesure biological indicator (bi). It was reported that the customer did not recall all the items in the load. The customer did not respond to the affiliate's attempts in retrieving info regarding potential pt injury related to the unrecalled items.